Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, when the surgeon pulled the trigger of the device, the blade did not work. The device was not retracting and therefore the blade was not going out. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate/advance. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate/advance as intended. The yoke was likely softened through the wet decontamination processing of the sample.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.